Event description:
Report received of an overdelivery of zantac. The pump was programmed at 4:00pm to deliver zantac on the secondary line at a rate of 11ml/hr with a dose limit of 250ml. On the primary line, tpn was infusing at a rate of 100ml/hr. The combined concurrent infusion rate was 111ml/hr. Reportedly, at 8:30am the following morning, the bag of zantac was found empty. The zantac had infused in 16.5 hours and not the intended 23 hours. The pump was removed from clinical service and the doctor was notified. The patient did not experience any adverse effects. No medical interventions were required. Though requested, there was no further information available.